Event description:
It was reported that a pt was implanted with a gore bio-a fistula plug on (B) (6) 2010 in the repair of an anorectal fistula. Sixteen days post implantation, a portion of the plug was explanted due to abscess. Additional, event-specific info was not provided.

Manufacturer narrative:
Device not returned for eval, review of info provided by the user facility and quality records. Review of manufacturing records confirmed device met pre-release specification. The device was discarded by the user facility, therefore, a direct product analysis could not be performed. The potential for abscess is addressed in the adverse reactions section of the instructions-for-use with the statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, and abscess formation. All available info has been placed on file for tracking, trending and follow-up.